Event description:
Event date: (B)(6) 2023: device appears to be over-sensing on the atrial lead, causing false atrial arrhythmia detection. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).